Event description:
It was reported that during the implant procedure, the physician attempted to test defibrillation thresholds, but was unsuccessful during the initial tests, despite testing in multiple configurations. The procedure was halted, and the decision was made the retest the thresholds the following day. During the next test, the defibrillation threshold tests were successful. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).